Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the basic occlusion test, excessive no delivery test and displacement test, no motor error alarms occurred during test. The motor tested ok. The pump was received with cracked case all corners of display window, cracked on reservoir tube and lip, cracked battery tube threads and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error alarm and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 313 mg/dl. The customer treated with a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.